Event description:
Patient complaining of pain and with subsequent xrays it was noted that the tibial component had subsided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.